Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 25mm epic max aortic valve was chosen for implant. Post-procedurally on (B)(6) 2026, the patient experienced atrial fibrillation and was treated with amiodarone and electrical cardioversion. Patient was reported in stable sinus rhythm following medical treatment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.